Event description:
The patient presented to the electrophysiology laboratory following identification of a pocket infection through blood testing. The physician explanted the entire pacing system, including the pacemaker, right ventricular lead, and right atrial lead. A single-lead temporary pacing system was then placed on the right side. The patient remained in stable condition.

Manufacturer narrative:
A Device History Record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving Abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.